Event description:
2 of 4. It was reported during surgery after the implant insertion the surgeon found a piece of metal from the locking cortical screw. The surgery was completed with delay. There were no other adverse patient consequences reported. There are 4 related report numbers for this event 3025141-2024-00176 through 3025141-2024-00179.

Manufacturer narrative:
The reported plate was not returned for evaluation. Manufacturing and inspection records for the acu-loc® 2 vdr prox plt, std long, l (part number 70-0372-s, batch number 565682) were reviewed, and no anomalies were found. However, the reported screws were returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The three 3.5mm x 14.0mm locking cortical screw (part number col-3140-s, batch number 548066) were returned for evaluation. The returned screws were visually examined under magnification and had physical batch number 543523. On all three screws, there were deformation of the transitional threads where the diameter of the screw tapers from the small diameter to the locking portion of the screw threads. Additionally, two of the three screws also showed deformation of other threads along the length of the screw. The damaged portions of the threads were bright and silver in color with ridges along the damaged threads. The damage was consistent with a screw thread stripping while being inserted into a plate. It's likely that the damage observed was caused by off-axis insertion of the screws or improper drilling trajectory, leading to the cross-threading of the screws with the plate. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.